Event description:
It was reported that the patient experienced recurrent low blood glucose events while using multiple daily injections and a separate continuous glucose monitor and was not using the ilet device at the time; the patient had reportedly obtained an ilet but had not initiated therapy, and no device identifiers or records were found to confirm active use. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no emergency care, and no device alerts or alarms. Investigation included customer interview and review of available records. Investigation of this case revealed that the hypoglycemic events occurred off-device and were unrelated to ilet operation or performance. It was concluded that the event cause remained unclear and not attributable to the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.